Event description:
It was reported when using the bd vacutainer® push button blood collection set when the nurse was moving the patient, the nurse was poked by used needle. The following information was provided by the initial reporter. The customer stated: "customer is reporting that item 367342 was left on a patient's bed and it poked a nurse when they were moving the patient later in the day. Customer has educated all staffs to throw the needle away as soon as they remove it. Customer is inquiring on the possibility of bd having a safety cap over the luer adapter on the butterfly needles? Especially if the packages are "exposed". Customer further explains that medliness butterfly needles do come with a safety cap on the luer adapters."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set when the nurse was moving the patient, the nurse was poked by used needle. The following information was provided by the initial reporter. The customer stated: "customer is reporting that item 367342 was left on a patient's bed and it poked a nurse when they were moving the patient later in the day. Customer has educated all staffs to throw the needle away as soon as they remove it. Customer is inquiring on the possibility of bd having a safety cap over the luer adapter on the butterfly needles? Especially if the packages are "exposed". Customer further explains that medliness butterfly needles do come with a safety cap on the luer adapters."